Manufacturer narrative:
The field service engineer could not determine the root cause of the problem. He checked the overall analyzer operation which was good. He ran precision testing that passed. The investigation did not identify a product problem. The specific cause of the event could not be determined. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The cobas pro ise analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The samples were repeated as the doctor questioned the initial results. Patient 1 initial sodium result was 133.8 mmol/l and the repeat result was 142 mmol/l. Patient 2 initial sodium result was 129.9 mmol/l and the repeat result was 136 mmol/l. The repeat results were believed correct.